Manufacturer narrative:
Date initial report sent: 04/13/2009.

Event description:
Procedure type: unk. According to the rptr: one balloon popped and had a leak. No tissue damage or pt injury. Open a new product to continue the case. There was no report of pieces falling into the cavity. There was no additional information available.